Event description:
It was reported that the caller's pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The caller declined any troubleshooting assistance. No additional information was provided.